Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leakage. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation and the reported event was not confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe and it was observed the cuff held the air. The sample was left inflated and no leaks were observed in the sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.